Event description:
Reporter alleged blood glucose had been reading high, in the 200s-300s mg/dl and on one occasion was mentioned to read hi so customer went to the doctor was a result. It was stated the doctor measured a glucose result of 106 mg/dl at 2:00 pm back to back to a result of 261 mg/dl on the customers' meter. Report stated no other actions were taken and no treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.